Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 180 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.